Event description:
It was reported that sometimes post a port placement procedure, the patient allegedly experienced staph infection at the port site. Reportedly there was localized redness at the port site. It was further reported infected area treated with betadine, triple antibiotic ointment and three rounds of antibiotics. Port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the infection and redness could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement procedure, the patient allegedly experienced staph infection at the port site. Reportedly there was localized redness at the port site. It was further reported infected area treated with betadine, triple antibiotic ointment and three rounds of antibiotics. Port was removed. The current status of the patient was unknown.